Manufacturer narrative:
Based on the claim against the product by the customer noting stuck on tissue, would not release, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that tissue was stuck on the 8mm force bipolar and would not release. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no tissue adhered to the instrument. Tissue was getting caught in the instrument at the pulley/hinge. The surgeon used another instrument to release the tissue. No tissue was excised due to the event. There was no blood transfusion, according to the surgeon. The event impacted the procedure via delay and frustration, the event did not affect the patients health. There is no concern about the event causing any long-term complications with the patient. The surgeon believes the event was caused when the pulley in the force bipolar had a piece protrude and catch some tissue. There was no injury to the patient and the procedure was completed robotically.